Manufacturer narrative:
Date of the event was estimated.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was having a problem peeing so much and she could go 10 times a night and 10 times a day. The patient stated that it started in (B)(6) and got bad in (B)(6). The patient also mentioned that she went to the doctor and she had a urinary track infection on (B)(6) 2018. The patient reported that she was put on medication and had two more days of medication. Trouble shooting attempts were made and the patient programmer showed stimulation was on program 1 at 1.65 volts. The patient confirmed that she felt stimulation in the correct area and increased stimulation to 1.95 volts on program 1. The patient noted that she was dismissed by her doctor. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Patient code (B)(4) no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on january 19th reported the patient¿s history of urinary tract infections (uti) included (B)(6) 2016 and (B)(6) 2018. The cause of the uti was e coli. The patient stated the uti was not related to the patient¿s underlying urinary dysfunction. The hcp stated the uti was not related to the device or therapy. The hcp stated the actions taken to resolve the uti was antibiotics. The hcp stated they did not know if the peeing so much had been resolved as the patient had been discharged from the practice. There were no further complications that have been reported as a result of this event.